Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3776-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3776-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 3550-39, lot# n302341, implanted: 2012 (B)(6); product type accessory product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that electrodes 8, 9, 10, 12, 14, and 15 all had high impedances with values of >40,000 ohms. It was stated that the patient had lost stimulation coverage in his back approximately one month prior to this report. It was noted that reprogramming was done and the patient was able to regain coverage in the lower back and bilateral lower extremities. It was noted that no further interventions were necessary.